Manufacturer narrative:
(B)(4). Upon further investigation this complaint for damage in a transfer set could not be confirmed. During additional evaluation they were unable to see any significant bending, measure any spike out of dimension condition, or detect any functional problem in simulated insertion with the returned sample and, therefore, the root cause of the complaint cannot be determined. The plant assessment was there was a slight spike bending, but neither the picture in the initial evaluation nor the actual sample revealed any appreciable bending of the tip. It was also noted we could not find any evidence of dimensional problems or lack of functionality in the returned device.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample has been reported to be available for evaluation and has been requested. A follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer reported to baxter (B)(4) that while a transfer set was being connected with a y-set by the clean flash, a bent spike was found. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The reported damaged spike was confirmed during the sample evaluation for being bent. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.